Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: smooth opening on posterior, stress marks, crease fold, wear abrasion and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: a smooth opening on posterior assessed as smooth opening.

Event description:
Healthcare professional reported right side " capsular contracture, baker grade IV". Healthcare professional additional reported left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side " capsular contracture, baker grade IV". Device remains implanted.